Event description:
It was reported that when the little tubing was not attached to the bottom for draining and that made it very difficult to drain it without getting it on the customer's pants. It was stated that the customer had taken the tube off another drain bag and attached it with superglue in order for them to use it. The customer had been using the leg bags for 9 years and this was the first time having this issue . Per form received with returned sample on (B)(6) 2021, it was stated that customer used the drain bag with drain tube since customer stated the plumbing for urine every day of 8 plus years. Also stated that, if the customer would be active in the public avoiding the odor was very success. And customer needed to drain the leg bag number of times each day and staying clean without a drain tube was possible. Also stated that the plumbing product was good and asked why the drain bag was not made the same as it was previously.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. The device met relevant specifications. The product was used for treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted one opened (with original packaging), used dispoz-a-bag with tubing. Visual inspection of the sample noted no alleged nonconformance. Per the layout no misassembly reproduced on the return sample. This meets the specification "assembly must conform to layout drawing." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "directions for use: 1. Separate notches within circles. Pull straps through holes and around leg. 2. Position bag on leg with flutter valve at top. 3. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard® extension tubing (catalog no. 150615 or 4a4194).when using extension tubing, make sure to connect tube at least to the 3rd taper of the connector. 4. To empty dispoz-a-bag®, push green lever on flip-flo¿ valve out and down. Important: be sure to reclose flip-flo¿ valve after emptying bag. 5. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local, state and federal laws and regulations." Correction: h h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to " incorrect operation of wing cap / outlet adapter of the leg bag (incorrect assembly)." The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "directions for use: 1. Separate notches within circles. Pull straps through holes and around leg. 2. Position bag on leg with flutter valve at top. 3. Attach catheter or extension tubing to top inlet. When wearing bag below knee, attach bard® extension tubing (catalog no. 150615 or 4a4194).when using extension tubing, make sure to connect tube at least to the 3rd taper of the connector. 4. To empty dispoz-a-bag®, push green lever on flip-flo¿ valve out and down. Important: be sure to reclose flip-flo¿ valve after emptying bag. 5. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable, local, state and federal laws and regulations." The device was not returned.

Event description:
It was reported that when the little tubing was not attached to the bottom for draining and that made it very difficult to drain it without getting it on the customer's pants. It was stated that the customer had taken the tube off another drain bag and attached it with superglue in order for them to use it. The customer had been using the leg bags for 9 years and this was the first time having this issue. Per form received with returned sample on 19oct2021, it was stated that customer used the drain bag with drain tube since customer stated the plumbing for urine every day of 8 plus years. It was also stated that, if the customer would be active in the public avoiding the odor was very success and customer needed to drain the leg bag number of times each day and sure staying clean without a drain tube was possible. Also stated that the plumbing product was good and asked why the drain bag was not made the same as was previously.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when the little tubing was not attached to the bottom for draining and that made it very difficult to drain it without getting it on the customer's pants. It was stated that the customer had taken the tube off another drain bag and attached it with superglue in order for them to use it. The customer had been using the leg bags for 9 years and this was the first time having this issue . Per form received with returned sample on 19oct2021, it was stated that customer used the drain bag with drain tube since customer stated the plumbing for urine every day of 8 plus years. Also stated that, if the customer would be active in the public avoiding the odor was very success. And customer needed to drain the leg bag number of times each day and staying clean without a drain tube was possible. Also stated that the plumbing product was good and asked why the drain bag was not made the same as it was previously.